Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the doctor started to broach the femur, he notice that a piece of the broach broke. He was able to remove the broken broach, and the piece that broke off and continue with the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A tprlc 133 mp sp rasp 4x93mm, part 51-208040 from lot zb161203, was returned and evaluated against the complaint. Visual inspection confirmed the material around the threaded extraction hole to be fractured. Along the inside of the rasp, the brass finish has been worn exposing the base rasp material. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.